Event description:
The pt reported her insulin infusion set tubing broke at the clip where the tubing connects to the headset. She stated she did not know how long the tubing had been in use. She said, she had an elevated blood glucose reading which she corrected by changing her tubing and bolusing insulin. During troubleshooting, the pt stated she changes her infusion headset every 3-4 days and her tubing every 20 days. The pt was advised the recommended time for change is every 2 days for the headset and every 6 days for the tubing. The pt was sent a complimentary guide to infusion site mgmt and replacement infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.